Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurate result of "134,159,144 mg/dl" as compared to a result of "120mg/dl" obtained on another meter (tru to go) as well as a freestyle meter (for which results were not provided) when tests were performed within 30 minutes of each other. This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.